Event description:
While using arthrocare device asc4830-01, lot 1034618, the physician discovered a piece of the device broke off while the device was in the pt. The foreign body was removed. An x-ray of the surgical site was done. No remaining foreign matter was found in the wound.